Event description:
On (B) (6) 2008, the patient reported that today 3 infusion sets would not stick to her body. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.